Event description:
Device 2 of 2: reference MFR. Report: 1627487-2016-00981. Follow-up identified the patient underwent surgical intervention to explant and replace the ipg. Since it is unknown which ipg pertains to the reported issue, both ipgs will be submitted with an explant date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-00981. The patient has two scs systems. This issue pertains to the ipg implanted on her right-side. Since it is unknown which ipg is on the right-side, both ipg's are being reported. It was reported the sjm representative was unable to communicate with the ipg using the programmer or charging unit. Surgical intervention will take place to address the issue.